Event description:
It was reported that, pt reports metal levels in blood test at 2. Pt states that this is low; however, he will require an MRI. Update: it was reported that pt called to inform that he is scheduled to have revision surgery at (B)(6) hospital. Update: it was reported that the pt has adverse local tissue reaction. Cobalt serum: 6.6, chromium serum: 2.9, cobalt: 1500 mcg/l.

Manufacturer narrative:
A review of the device history records indicates that the reported devices were manufactured and accepted into final stock met specifications. The complaint history review indicated that there have been similar events for the reported family. The event was confirmed. A voluntary recall ra 2012-067 was initiated for abgii and rejuvenate modular stems and necks due to the potential risks associated with these devices. The reported event is considered to be under the scope of this recall.